Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. One t-pal spacer applicator knob (part number: 03.812.004, lot number: 3639673, mfg. Date: 15dec2010) was received with the following complaint description: ¿patient underwent a procedure a transforaminal lumbar interbody fusion (tlif) procedure(l1-s1) on (B)(6) 2016 and during the case the transforaminal posterior atraumatic lumbar spacer (t-pal) instrument malfunctioned. While the surgeon was using the t-pal applicator handle with the applicator knob to insert the trial spacer he observed slight movement of the spacer and felt the fit was not tight although the applicator knob was tightened and in the rigid upright position. While the surgeon was inserting the implant he noted the implant turned before loosening the applicator handle¿. The returned instrument was examined and no issues were noted. The knob itself functioned as intended and no damage was detected. Since the applicator knob was returned without its mating parts the complaint condition could not recreated and no issues were noted therefore no root cause could be determined. As the complaint was unable to be replicated and no defects or deficiencies were identified with the returned instrument, no further investigation, including a review of the dcrm is necessary. The complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(6). Manufacturing date: (B)(6) 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An updated product investigation was completed: one t-pal spacer applicator knob and two t-pal spacer applicator handles were returned. The returned applicator handles have some deformation at the distal tip. The prongs on both devices are intact with no noted issues. The outer diameter of the distal prongs was measured on both returned applicator handles. They were measured to be within specification. The applicator knob and insertion handles were able to mate appropriately however; because the parts were returned without the other mating parts the complaint condition could not be replicated. The complaint is unable to be confirmed. The relevant drawings were reviewed during investigation. Per the technique guide, the t-pal spacer applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. The applicator knob and insertion handle were able to mate appropriately however, because the parts were returned without the other mating parts the complaint condition could not be recreated and no issues were noted therefore no root cause could be determined. Additionally circumstances during the time of the event are unknown. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that different applicator handles and knobs were used with the trail spacer and the actual implant. Additional concomitant device: t-pal knob (part/lot unknown, quantity 1). This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional product code: lxh (B)(4). Device is an instrument and is not implanted/explanted. It is unknown if the complainant part is available to be returned for manufacturer review/investigation; it has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a procedure a transforaminal lumbar inter-body fusion (tlif) procedure (l1-s1) on (B)(6) 2016 and during the case the transforaminal posterior atraumatic lumbar spacer (t-pal) instrument malfunctioned. While the surgeon was using the t-pal applicator handle with the applicator knob to insert the trial spacer he observed slight movement of the spacer and felt the fit was not tight although the applicator knob was tightened and in the rigid upright position. While the surgeon was inserting the implant he noted the implant turned before loosening the applicator handle. Another handle was available for the implant insertion and the procedure was completed. There was a minimal surgical delay reported, but the exact length of the delay is unknown. Concomitant devices reported: t-pal spacer (part/lot unknown, quantity 1); t-pal implant (part/lot unknown, quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device reported: applicator inner shaft - (part/lot unknown, quantity 1)